Manufacturer narrative:
The returned device was evaluated and the device was received fully deployed. No alarms, timeouts, nor drive stalls were observed in the data. No damages were observed to the device that would cause the reported dislodging. The cause of the reported event could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 290 mg/dl while wearing the pod. It was reported that the pods cannula had become dislodged from the pod infusion site.